Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed.

Event description:
Allegedly, screw broke at thread and shaft junction as it was implanted into patient.